Manufacturer narrative:
The pump passed the displacement test however, alarmed "motor error" during rewind due to faulty encoder. Encoder damaged du to exposure to x-rays. Unable to perform the stop (idle) current test, run current test, self test, off no power test, unexpected restart error test, seat and rewind/basic occlusion test, occlusion test, prime and compromised forced sensor system test or excessive no delivery test due to motor anomaly. The motor was tested outside of the pump and failed.

Event description:
The customer reported via phone call that the insulin pump was exposed to high magnetic field. The customer¿s blood glucose level was 164 mg/dlat the time of incident. The insulin pump will be returned for analysis.